Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) started oxygen (o2) analyzer calibration and observed the calibration to fail. He removed the o2 sensor cartridge and observed that it had been leaking electrolyte that crystalized. The electronic patient gas system (epgs) does not meet specification due to the leakage of the electrolyte. When a lab use only (luo) o2 sensor was installed into the customer epgs, the epgs passed three consecutive calibrations. The unit has reached its end of service life (eosl) and will not be tested or repaired in service. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the calibration issues, but replaced the epgs. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed calibration several times. As mitigation, the perfusionist manually calculated the concentration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.